Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
This is a general file to cover reports of "there is a concern that we have had other events occur with a similar issue". The similar issue was overinfusion reported on (B)(4).

Event description:
It was reported from the neonatal intensive care unit (nicu) that there were reports of over infusions. During a facility biomed investigation it was found that the device recognizes the bd 50ml syringe as a monoject 12ml syringe. It is suspected that the clinicians may have mistakenly confirmed the wrong syringe type. There were no adverse effects caused to any patients. The similar issue was overinfusion reported on (B)(4). (Manufacturer report number: 2016493-2020-46069).

Manufacturer narrative:
Additional information: b5, b7, d11 correction: b3 a neonate.